Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump was emitting call service 064 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-jul-2018 with the following findings: a review of the black box data showed the data was overwritten due to continuous use. The current black box had no evidence of call service alarms. Unrelated to the original complaint, the battery compartment was cracked above the grip pad.